Event description:
It was reported that there was an insulation break in the lead. The lead was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: ib0036140v outer insulation breached; proximal segment returned for analysis.